Manufacturer narrative:
The inflation device and packaging were returned to davol for evaluation. There was no sign of external damage to the outer box. The bottom seal of the inflation assembly pouch was found to be completely open. Visual examination found evidence of the heat transfer of material from the tyvek side of the pouch to the mylar barrier, indicating that the pouch had been sealed at the time of manufacture. As reported the problem was really evident to the user and this condition would not go undetected. There is no way for us to determine at what point in time the seal breached. Based on our evaluation it would appear that the seal strength did not withstand whatever force(s) the product was exposed to during handling.

Event description:
The following was reported to davol: it was reported that during a case an intact and fully sealed, ventralight st w/echo mesh was opened. It was discovered that the independently sterile packaged inflation device had a bottom seal that was completely open. This compromised the sterility of the device and made it unusable. This condition was readily obvious to the user and another inflation device from another ventralight st w/echo mesh package was used to complete the case. As reported the problem did not impact the patient. As a breach of sterility was reported an MDR is filed to document this event.